Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, a broken iol had been inside pt's eye. Surgeon explanted the broken iol and replaced it by another one. It is unknown if the explantation occurred during the same surgery or during an additional surgery.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).